Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: we have been provided with the affected sample. The sample showed the tip of the syringe broken, confirming the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2015 ((B)(4) 2017). Syringes were assembled in machines nº4267, in lot #7319369 ((B)(4) 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7139368, and no problems, defects or qn were found. We have also reviewed the plunger lots #7139244, #7132427, and no problems, defects or qn were found. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. The returned picture and sample presented the tip of the syringe broken. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the bd emerald 10 ml luer slip syringe tip breaks off when connecting with the barrel or piercing the septum. There was no report of injury or medical interventions.